Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. It is only known that the device was implanted in 2013, therefore (B)(6) 2013 used for the implant date.

Event description:
According to available information, the patient with this device reports that the ball that pumps the device up is hard and the pump only works a little. The release valve is stuck open. No other adverse patient effects were reported.